Manufacturer narrative:
Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. Initial repair performed (B)(6) 2008. F/u CT reveal migration of the left iliac leg resulting in a type ib endoleak. Another iliac leg graft ws placed and the endoleak was resolved. W/o anatomical determinants and/or imaging the cause of migration is unk. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
An (B)(6) male pt underwent aaa repair on (B)(6) 2008. The pt's anatomical form was suitable for the endovascular repair, and the procedure was conducted as labeled. On (B)(6) 2011, a f/u CT confirmed distal type I endoleak due to migration of left iliac leg. On (B)(6) 2011, an iliac leg graft was additionally placed in left common iliac artery. Then, the endoleak was solved and the procedure was completed. The pt had a favorable outcome.